Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two samples without original package or lot number were received for evaluation. After performing a visual inspection the tubing was seen to be kinked. Dimensions of the tube were taken; sample meets specifications. A formal action has been opened to address this issue. This complaint will be used for tracking and trending purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One sample without original package or lot number was received for evaluation. After performing visual inspection, kinked tubing was observed. The device history record was reviewed indicating that the product was released meeting all quality standard requirements. The most probable root cause in adequate use; instructions of use (IFU) were not followed such as over catheter length insertion. According to the IFU included in the product, the failure mode could occur during insertion. The IFU indicates ¿to estimate insertion depth, use the tube to measure the distance from the tip of the patient¿s nose to the earlobe and from the earlobe to the xiphod process for gastric placement¿. This measurement determines the tube length therefore if the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the tube had passed to the duodenum but not to the correct position. Many efforts were made by the radiologist to promote it correctly but he did not manage it. Gastrografin was also administered to the patient for this purpose. The radiologist then attempted to pull the driver slightly out to propel the tube alone but could not pull the driver at all. For this reason, he removed the entire tube together with the driver. After removing the tube, he noticed that the driver had been kinked at 2 points - at 15 and 26 cm. The patient was discharged from the hospital because he did not want to undergo a second nj placement procedure.